Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation using a stockert ep-shuttle radio frequency generator and suffered an esophageal fistula requiring surgical intervention. Repair follow-up was performed and device was not shipped for service. Service was declined. The device cannot be evaluated. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: lasso nav catheter (model# unknown lot# unknown). Since the serial number is unknown, the full UDI number cannot be provided. If it is received a supplemental report will be submitted with this information. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation using a thermocool&#59411;smarttouch uni-directional navigation catheter and stockert ep-shuttle radio frequency generator and suffered an aortoesophageal fistual requiring surgical intervention. Additional information was received stating that four days after the ablation procedure the patient was not feeling well and experienced gastric pain. Surgical intervention was needed and the patient required hospitalization due to this event. The patient's condition immediately after the event was reported to be stable. The patient was reported to be recovering at the time of the complaint. The physician's opinion regarding the cause of this adverse event is that it was not related to the smarttouch catheter used in this case.